Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms frequently. The patient did not hear the alarms go off. The low voltage advisory events were seen in the log file when the 14v batteries got low on charge. The controller should have been alarming at that point.